Event description:
The user is questioning a low battery during deployment. The subject was not resuscitated.

Manufacturer narrative:
(B)(4). Device internal memory was reviewed. Conclusion: the user did not have the correct pads installed in the device causing the device to chirp alerting the user of an issue for several months. The user ignored the chirping, therefore draining the battery to a critically low level. The device operated according to specifications and passed all testing with a new battery.